Event description:
During service by baxter (B)(4), a colleague infusion pump was found to have faulty main batteries, which had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to this event. This device is a remediated colleague pump with a user interface module software version of 5.09.92. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected: this device is a remediated colleague pump with a user interface module software version of 5.07.00.

Manufacturer narrative:
The condition of faulty main batteries was found during evaluation. The main batteries and battery harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).